Event description:
MFR received a flashcard with programming history. Review of programming history revealed pt to have high lead impedance on a normal mode and sys diagnostic test. Good faith attempts are being made for add'l info surrounding the event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.